Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse nxt li-ion battery (sn unknown) lasted less than the expected 30 minutes of runtime, with an actual runtime of 23 to 27 minutes during the resuscitation attempt. There were no negative impacts on the patient.